Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it occurred during a total laparoscopic hysterectomy procedure. The suturing device was being used for tying the vaginal cuff. The needle fell into the cavity of the patient. There was a temporary injury as a result of the event. Radiology was contacted to try and help retrieve the needle using x-ray, but was unsuccessful in finding it for the completion of the surgery. The needle is still in the patient. There was patient injury.